Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify device deficiency anomaly due to blank display.

Event description:
Customer reported via phone call that the insulin pump battery gives out. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.